Event description:
It was observed that during the device evaluation, the subject device exhibited the magnet ring of the control section was broken, light guide bundle of the video cable section was broken, the fiber bonding in the outer tube area (distal end) was damaged, and the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section was broken and therefore the light transmission was lost or too low. Most probable cause was traced to component failure. A definitive root cause could not be identified. In addition, the fiber bonding in the outer tube area (distal end) was damaged and the magnet ring of the control section was broken. A definitive root cause could not be identified for these two malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.